Event description:
It was reported that the patient felt the ventricular pacing pulse as stimulation. The physician changed the mode to aai to prevent ventricular pacing since the patient was paced only 3 percent of the time in the ventricle. The patient will be monitored.